Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment details, action taken with dianeal and extraneal therapies, and the patient¿s recovery status were not reported. No additional information is available.